Event description:
Reporter suggested that the FDA require test data and the test method to demonstrate the adaptive mode is superior to the fixed directional discrimination modes in the great northern resound (gn resound) hearing aids.